Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device got broken outside of the patient and all the pieces were recovered, also a s&n backup was available to finish the surgery, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a thr, the t handle got broken while reaming. There was no injury nor delay reported. A backup device was available.